Manufacturer narrative:
Per tandem's user guide: "after fill tubing is complete, when the pump returned to the home screen, an estimate of how much insulin is in the cartridge is displayed in the upper right portion of the screen. You will see one of the following on the screen:" +40 units, +60 units, +120 units, +180 units, +240 units. "After 10 units are delivered, an actual number of units remaining in the cartridge will be displayed on the home screen." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer¿s blood glucose was 303 mg/dl. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.